Event description:
It was reported that the pt presented in the emergency room with symptoms of skin sensitivity, itchiness, nausea, burning pain in abdomen, severe pain and tachycardia. The pt was treated with benadryl and atarax and hospitalized for 3 days. The pt's pump contained morphine (concentration 50 mg/ml and a daily dose of 9.7 mg), bupivicaine (concentration 40 mg/ml and a daily dose of 25.8 mg), clonidine (concentration 150 ug/ml and a daily dose of 97 ug) and compounded baclofen (concentration 300 ug/ml and a daily dose of 97 ug). While in the emergency room it was found that the pt's pump was empty and the pt reports hearing no alarm. The pt believed her refill date to be three days after she presented in the emergency room, the manufacturer's representative believes the refill date to be 5 days prior to the patient's presentation to the emergency room. The patient's pump was refilled and reprogrammed while the patient was hospitalized and at that time a non-critical alarm was confirmed. The patient is reported to be doing well and has an appointment scheduled with the hcp to have the alarm rechecked. Per information provided by the clinic to the MFR's rep, the patient has been educated regarding the importance of keeping refill appointments, but has not kept all appointments due to financial issues. Additional information has been requested from the hcp, but was not available as the date of this report. A follow-up report will be sent if additional information is received.